Event description:
On (B)(6) 2011, the pt underwent a bilateral simple mastectomy and tissue expander insertion, was implanted with the allograft, and discharged on (B)(6) 2011. On (B)(6) 2011, she presented with cellulitis and swelling at the surgical site. Cultures obtained on (B)(6) 2011 grew (B)(6). The pt was re-admitted on (B)(6) 2011 for removal of the right breast tissue expander and allograft, abscess cavity evacuation, and was discharged on (B)(6) 2011. IV and oral antibiotics were prescribed. The pt is recovering. Note: allograft serial number and incident details were not provided until (B)(6) 2011.